Event description:
It was reported to boston scientific corporation that in 2008, during preparation, the balloon failed a dilatation test the procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
No consequences or impact. Difficulties. Prep, failure to. An examination of the returned device revealed that the balloon was torn at the distal end. The most probable root cause of this complaint is inadvertent handling damage of the device. The inflation difficulty most likely was caused by the balloon coming in contact with a sharp exterior source during preparation. The dfu, for the extractor rx retrieval balloon states to examine the device prior to clinical use by inflating the balloon using the syringe enclosed.